Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femoral component - unknown. Unknown - unknown nexgen tibial component - unknown. G2: foreign country: canada. G2: citation: lex, j. R., entezari, b., backstein, d. J., & wolfstadt, j. I. (2025). Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis. The journal of arthroplasty, 41(3), 862¿868. Https://doi.org/10.1016/j.arth.2025.07.041. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient developed a post-operative deep vein thrombosis. All components remain implanted. Attempts have been made and all available information has been provided.